Event description:
It was reported that during implantation the leading haptic came out straight from the injector causing the posterior capsule to rupture. An anterior vitrectomy was performed. Due to the capsular rupture there was a slight vault and decentration of the lens. An anterior vitrectomy was performed. The patient's current prognosis is good. The lens that was used during this event is reported under 1119279-2013-00118.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.